Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a low blood glucose event while using the ilet bionic pancreas and did not perceive an audible alert due to the device¿s volume being set to low; the device¿s low glucose alarms were confirmed to have occurred, and the user subsequently increased the alert volume to high. The event followed missed meal announcements and recent adjustment to a lower glucose target, with automated correction doses occurring prior to the low. Symptoms included feeling hazy during the hypoglycemic episode with a lowest reported blood glucose of 50 mg/dl and duration under 20 minutes. Outcomes included self-treatment with oral carbohydrates (glucose tablets, orange juice, and a protein shake) and recovery without assistance or medical intervention. Investigation included review of device alarm settings and user reports, as well as user education and referral for additional training regarding meal announcements and target settings. Investigation of this case revealed that the device alarm functioned and the low alert occurred, but the user¿s low volume setting and missed meal announcements contributed to the event. It was concluded that the device operated as intended and user-related factors contributed to the hypoglycemic event, and additional user training was arranged.